Manufacturer narrative:
Age of device: 1 year, 3 months, 8 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assit device (lvad) on (B)(6) 2017. It was reported that patient experienced low flow (1.8 l/min), low speed (3260 rpm) and "replace system controller" alarm on (B)(6) 2018. Patient was asymptomatic. A short-to-shield occurred on the same day and patient was placed on ungrounded cable. On (B)(6) 2018, patient underwent an x-ray and report showed 2 potential areas of concern for percutaneous lead (driveline). However, the alarms could not be reproduced while evaluating the driveline. No further information was provided. The manufacturer's technical service reviewed the log file and reported multiple low speed advisories and speed drops. They also reported that the event occurred when device was connected to power module.

Manufacturer narrative:
No product was returned for evaluation. The report of multiple speed drops while the vad system was connected to a power module was confirmed based on the review of the submitted system controller log file. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient¿s driveline; however, a root cause for the events could not be conclusively determined without an evaluation of the device. The patient remains ongoing on vad support using an ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.